Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer confirmed completing steps to remove air from cartridge but had not used room temperature insulin, received education to use room temperature insulin in future, declined to load new cartridge, chose to continue using current cartridge.